Event description:
The customer reported that during a cardiac arrest, a pt fell to the ground and the leads became disconnected and alarms were not produced.

Manufacturer narrative:
(B)(4). The pt was ambulatory wearing a telemetry device and had a cardiac arrest. During the arrest the pt fell to the ground. At that point the leads became disconnected and announced a lead off message at the pic. Monitoring tech was not within range to either hear or see the inop announced on the central. Cu claims inop did not produce an audible alarm. All other alarms do announce audibly as expected. Cu could not confirm volume setting. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.